Manufacturer narrative:
The device was returned for evaluation and the event was not confirmed. Dimensional review found both components met print specifications and were conforming at time of manufacture. Review of DHR and complaint history did not identify any deviation or adverse trends. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. The IFU provides assembly instructions to "avoid the use of loose components." Following review, no new risk identified. The root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial hip procedure when implanting the bi-polar hip the surgeon felt there was too much "movement" in the cup. The product was removed and replaced with a new bi-polar head and cup in the same sizes. There was no delay in the procedure. Additional information received on (B)(6) 2014, indicated following the surgery the surgeon attempted to disengage the liner from the complaint cup and the surgeon could not get the liner to remove from the cup. No report of an adverse event as a different cup and liner was implanted. Attempts have been made and no further information has been provided.